Event description:
It was reported the ipg is inoperable. As a result, surgical intervention was undertaken, explanting and replacing the device with a new model. The patient received effective therapy postoperatively.

Manufacturer narrative:
UDI(di) (B)(4). This ipg serial number was included in a field advisory. Correction number: 1627487-12192011-003-r . Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.